Event description:
During a ptca treatment procedure, the maverick otw 9/2.0 mm balloon ruptured. The lesion being treated was located in the left anterior descending coronary artery. The maverick otw balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good.'